Event description:
It was reported coupling and/or communication issue. Pt stated she last recharged a month ago and had not used the therapy due to moving. Pt believed she fully recharged at last recharge. It was reviewed to not charge over bulky clothing or bandages. Pt stated power on reset (por) occurred after using antenna locator. Pt cleared por on recharger. Additional info will be provided when available.

Manufacturer narrative:
(B)(4).